Event description:
Edwards received notification from a field clinical specialist that a patient with a 29mm sapien 3 valve, implanted in the aortic position for 2 years and 6 months, is being worked up for a viv procedure due severe transcatheter intravalvular regurgitation. Per the medical records, the patient was symptomatic with exertional fatigue. The patient now has developed severe transcatheter regurgitation, likely intravalvular. The patient has moderate tr and mr which is thought to be a consequence of his aortic insufficiency. Plan to do a repeat tavi. 2 years and 8 months post tavr, the patient underwent an explant procedure. The failure mode was ai because the valve had shifted toward the lvot. It is reported that a 27mm inspiris valve was placed.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5 and added h6: device code. The investigation is in progress, a supplemental report will be submitted.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 29mm sapien 3 valve, implanted in the aortic position for 2 years and 6 months, is being worked up for a valve-in-valve procedure due severe transcatheter intervalvular regurgitation. Per the medical records, the patient was symptomatic with exertional fatigue. The patient now has developed severe transcatheter regurgitation, likely intervalvular. The patient has moderate tr and mr which is thought to be a consequence of his aortic insufficiency. Plan to do a repeat tavi after results of cath and tee.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve central regurgitation was confirmed based on provided medical report. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. As reported, ''2 years and 8 months post tavr, the patient underwent an explant procedure. The failure mode was ai because the valve had shifted toward the lvot.'' In this case, the implanted valve migrated toward the ventricular, which could lead to native leaflets hanging over or covering the outflow of the implanted valve, and suboptimal leaflet coaptation, leading to central regurgitation as reported. As such, available information suggests that patient factors (thv migration) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (tvr). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for migration (i.e., minimal leaflet calcification), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient related factors (aortic root aneurysm with aortic root replacement 29 mm free style medtronic porcine prosthesis with full root replacement) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of central regurgitation was confirmed based on provided medical report. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. As reported, ''a patient with a 29mm sapien 3 valve, implanted in the aortic position for 2 years and 6 months, is being worked up for a viv procedure due severe transcatheter intravalvular regurgitation.'' In this case, the patient had a medical history of hyperlipidemia and chronic kidney disease (ckd), which are known risk factors for leaflet calcification. Leaflet calcification might lead to improper coaptation of the valve leaflets, potentially resulting in central regurgitation, as reported. As such, available information suggests that patient factors (hyperlipidemia, chronic kidney disease) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.